Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one set of miscellaneous extension tubing, a catheter adapter assembly, and one photo. Upon inspection of the received catheter adapter assembly, it was found that the adapter had two cracks that started at the base and extended up towards the push tab. The reported defect was confirmed. This type of damage would obviously lead to leakage; therefore, a leak test was not performed. The damage is likely due to misalignment during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch/

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was broken and caused blood to leak out. The following information was provided by the initial reporter: "hub broken caused blood leakage".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was broken and caused blood to leak out. The following information was provided by the initial reporter: "hub broken caused blood leakage."